Event description:
Info was received that reported a pt was hospitalized in 2006 due to hyperglycemia. Reporter states that the pt's blood glucose started to rise during the day two days prior. This continued into the next day where he remained in the 400 and 500's. Reporter states that the infusion set and cartridge where changed that morning. The next morning he started to vomit and was admitted to the hosp where he was treated with IV fluids and insulin injections. While in the hosp the site was pulled out and the cannula was found to be bent. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.